Event description:
It was reported that the patient presented to the emergency room with a pocket hematoma and elevated white blood cell count due to pocket infection. The implantable cardioverter defibrillator, right atrial and right ventricular leads were explanted. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.